Manufacturer narrative:
The customer ran mechanism checks to cycle water through the instrument and replaced the black water tank. The customer ran calibration and qc. The field service engineer checked over the system and replaced the rinse tubing. He ran precision testing that passed and the customer ran qc. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable results from the cobas 6000 c501 module. The qc after the initial testing was out of range, so patient samples were repeated. The initial phosphorus result was 9.6 mg/dl and the repeat result was 3.3 mg/dl.. The questionable results were reported outside of the laboratory. The repeat results were believed correct. The phosphorus reagent lot number was 652800.